Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 5/18/2020. Section h3: device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Furthermore, the lens was observed to be bent on the optic body, and one of the haptic tips were observed to be detached. The lens was cleaned and the bent part of the lens was no longer observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and that the product was manufactured and released according to specifications. A search of complaints related this production order was performed in the catsweb system. The search revealed one file, however, the complaint issue is a low risk and no investigation was required, therefore this complaint issue was not confirmed. In addition, this complaint issue is not related to this event. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had a symfony lens implanted in the left eye (os). The patient has not been thrilled with both distance and near vision with the symfony iol. Her distance visual acuity (dva) postop was right eye (od) 20/30- and os 20/60-, near od j6 and os j5. It was learned that the poorer vision in the os is partly due to the fact that the patient¿s corneal astigmatism level increased somewhat after surgery. Although vision in both eyes is less than satisfactory, the customer decided to exchange just the os iol first and see how the patient does. Patient has decided not to go with another tecnis iol for the exchange os. The lens exchange was successful without any complication and the suspect lens replacement was non-johnson and johnson iol. The incision was not enlarged, no sutures, no patient injury post-op. The physician also noted the patient's pupil size is 3-3.5mm. No other information was provided.